Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field to initial report. The lock up was the result of a non-siemens tee probe.

Event description:
Previously submitted. System locked up during a tee examination due to a hardware failure.